Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient is experiencing pain and redness at incision site. Patient thinks they are not putting out enough urine after drinking a lot of fluids. It is also reported that their appetite has been suppressed and the patient hasn't had a bowel movement in 3 days. Patient is experiencing soreness and itching at the incision site and feels like their skin is crawling. Patient was advised to speak with their healthcare provider (hcp). No device issue and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.